Manufacturer narrative:
(B)(4).

Event description:
This ra lead measurements changed after implant and it was determined it had dislodged. The pocket was reopened and the lead was successfully revised. The lead remains implanted. Should additional information become available, this file will be updated.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.